Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed motor error during a bolus. The customer received a no delivery during bolus and after received the motor error. The customer primed the insulin pump, but continued alarming motor error. The customer's blood glucose was 463mg/dl. The customer is unable to troubleshoot at this time. Advised the customer the insulin pump will be replaced.